Event description:
Caller states the aviva strip vial reflects an expiration date of 2009. Manufacturer reports the expiration date as 2009. No adverse event reported. Requested return of suspect device and replacement was sent.